Manufacturer narrative:
1.production process review we reviewed the batch production records and finished product inspection records. No abnormalities were found during production and final inspection, and all finished products passed the tests. Neither production process nor raw materials were changed. The products are assembled by automatic assembly equipment equipped with a clogging detection station, which inspects each product individually and automatically rejects non-conforming items. Inspectors verify the detection function at the start of each shift, and production only resumes after confirmation of normal operation. 2.retained sample testing five retained blood collection needles (batch no.: 250813, specification: 20g*19mm) were sampled for testing: 1).visual inspection: all components were intact with no damage. 2).patency test: all samples complied with relevant requirements. 3)simulated clinical blood collection: blood collection was performed normally for all samples. 3.root cause analysis based on the above production review and retained sample test results, our blood collection needle serves as a channel for blood sampling. Its working principle relies on the vacuum negative pressure of blood collection tubes combined with human blood pressure to draw blood into the tubes. Combined with the investigation results and customer feedback, the reported issue is preliminarily attributed to the following possible factors: improper connection between the blood collection needle and i.v.catheter, loss or insufficient vacuum of the blood collection tube, and high blood viscosity.

Event description:
1.several rn's stated that when adapter is connected to IV site and blood tube connected to adapter, no blood will vacuum into the blood tube. 2.adapter does not work - no blood flow coming through a patent cathlon. Syringe was used to get blood from cathlon successfully.